Manufacturer narrative:
Product analysis # (B)(4): as found condition- the concerto coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto inner pouch and within an introducer sheath. No other accessories were returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detach or by manual method. No damages or irregularities were found with the concerto pusher. The concerto implant coil was found damaged within the introducer sheath. The coin was found still against the lumen stop. The shield coil was fond undamaged. No breaks were found with the implant coil. Testing/analysis ¿ an in-house instant detach was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detach, and the load indicator was not visible when the pusher was fully seated in the instant detach cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of ¿coil separation/break¿ and ¿premature detachment¿ could not be confirmed. The implant coil was found unbroken and still attached to the pusher. The customer report of "non-detachment" was confirmed as the implant coil was returned still attached, however, the cause could not be determined. In addition, the failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detach. Customer reported they did not attempt to detach the coil using an instant detach, however, also reported no issues with the instant detach. The break indicator was found unbroken, and the actuator interface was found securely attached to the coupler tube, indicative of no detachment attempts. The instant detach used in the event was not returned for analysis. Therefore, any contribution of the instant detach towards the non-detachment and conformance to specification could not be assessed. The implant coil was found damaged; however, these damages did not contribute towards the reported failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that the issue was the coil was unable to separate. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor said the concerto coil cannot deploy. It was reported there was coil separation/break/premature detachment. The coil was removed from the patient. The pushwire was not bent or broken. The continuous flush was administered during the procedure. It was reported non-detachment occurred. The physician did not attempt to detach the coil with the instant detacher. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).